Event description:
It was reported that a user of the ilet reported a morning blood glucose of 289 mg/dl before eating and expressed concern about receiving the wrong insulin amount, with troubleshooting and education completed and no device alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included user interview and technical review of use and operation. Investigation of this case revealed no device alarms and no confirmed device malfunction, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.